Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. (B)(4)

Event description:
It was reported that the patient experienced an infection and endocarditis. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the patient was found to have enterococcos faecalis bacteremia with a possible right atrial (ra) lead vegetation. The patient was treated with antibiotics but had a relapse of this bacteremia with the same bacteria. The patient subsequently had the implantable pulse generator (ipg) system removed.